Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed the remaining insulin values in black box are consistent with basal delivery rate, prime and bolus amounts. The pump was primed until 40 units remained in cartridge at which point a low cartridge warning was given. The cartridge was removed and 40 units were visually confirmed remaining. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the remaining insulin reading was inaccurate. The patient did not allege any harm or injury because of the reported issue. The patient indicated that while he was preparing his dinner bolus, he reportedly noticed the pump's display screen showing "999" units remaining in the cartridge. The patient confirmed that he was disconnected and prior to contacting anm, he completed the rewind, load, and prime steps. At that time, the patient claimed that the pump showed again that "999 units" remained. The patient removed the cartridge and after priming, the pump reportedly displayed "960 units remaining." The patient filled the cartridge with 200 units as usual. The patient again removed the cartridge and completed the rewind, load, and prime steps. At that point, the pump read that 86 units remained. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's remaining insulin reading was inaccurate. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.